Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that the patient had heating while recharging and the device ¿fired off¿. There was no further information on that except it caused the patient to be implanted with a prime cell device later on. The device was replaced in february 2014. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.